Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-sep-2022. H6: investigation summary: seven unopened samples of material number 2477-0007 were received for quality investigation. The customer complaint of clamp issues / damage related to clamp could not be verified by inspection. All seven samples were first inspected for component damage on the entire infusion set. No visible damage or deformities were identified. The samples were then primed and checked for leakage. Air-in-line or occlusions. There were no issues found. The clamps of the infusion sets were then tested to make sure they stopped the fluid flow. Each clamp was tested by allowing fluid to flow through the infusion set and then clamping the lines using the blue pinch clamp. The clamps were engaged for 15 minutes and the amount of drops from the line after the clamps were counted. There was no additional fluid movement past the clamps. There were no additional issues found when the clamps were engaged. The roller clamps were then tested to see if it would also stop the fluid flow. There were no issues with the roller clamps effectiveness. No other issues were found during the investigation of the samples. A device history record review for model 2477-0007 lot number 22065888 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be determined because the reported failure could not be replicated.

Event description:
It was reported while using bd gem nv bld 1ss dehp free the tubing clamp was defective. The following information was provided by the initial reporter: the infusion nurse stated that they clamped the ns but it continued to drip. They had to apply hemostats x2 and it extended the blood infusion to 3 hours.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd gem nv bld 1ss dehp free the tubing clamp was defective. The following information was provided by the initial reporter: the infusion nurse stated that they clamped the ns but it continued to drip. They had to apply hemostats x2 and it extended the blood infusion to 3 hours.